Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the foreign material was clogged with foreign material in the auxiliary water channel of the subject device during an unspecified procedure. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that reported phenomenon was duplicated. In the evaluation, omsc conducted a component analysis for the foreign material and found the ingredients such as sodium, potassium, phosphorus, magnesium, sulfur, and so on. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to ortho-phthalaldehyde because ortho-phthalaldehyde was used in the facility which contains potassium, sodium, and phosphorus.